Event description:
Incident reported as: the sales rep received a call from a dr who said pt had hemoclips placed in her during a gyn surgical procedure in 1999. The pt developed a neurological disease called stiff man's syndrome usually caused by exposure to cobalt or nickle. She is asking the dr to remove clips. They do not know catalog # or lot # involved.

Manufacturer narrative:
Unable to determine at this time due to lack of catalog #. At time of this report, there is no info to identify catalog # or lot #. Additional info has been requested. A follow up report will be sent if any additional info is received.